Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following the implantation of mesh used to treat stress urinary incontinence, the patient experienced pain, erosion, dyspareunia, recurrence, urinary tract infections and vaginal scarring. It was reported that patient had partial mesh removal, hysterectomy and left salpingo oophorectomy on (B)(6) 2008 by implanting surgeon. (B)(4) ¿ dyspareunia; undefined recurrence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a laparoscopic cholecystectomy, a total abdominal hysterectomy with left salpingo ¿oophorectomy, intraoperative cholangiogram and revision of mesh on (B)(6) 2008, due to hematometra and chronic pelvic pain caused by mesh exposure and previous endometrial ablation. The patient experienced dyspareunia and pelvic pain and underwent mesh revision/removal of exposed mesh on (B)(6) 2008. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.